Event description:
It was reported that the patient presented for follow up with the right ventricular lead exhibiting low pacing impedance and over-sensed noise that resulted in several episodes of inappropriate anti-tachycardia therapy. Fluoroscopy revealed possible insulation damage near the right ventricular coil. The physician elected to cap and replace the lead on (B)(6) 2021. The patient was in stable condition.